Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages between the pyxis and middleware were not passing. The technical support specialist (tss) dialed into the application server and identified that the external messaging service was not running and was configured with manual. Tss stared the services and identified that the server was recently upgraded, and it was the first time since the upgrade that the server had been rebooted, and also there was no event for service startup being changed from automatic to manual. Tss configured the service to automatic start to avoid the issue reoccurring on this server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower experienced a communication issue, where messages between pyxis and kp integration broker were not passing for approximately 60 minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower experienced a communication issue, where messages between pyxis and kp integration broker were not passing for approximately 60 minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.